Event description:
A nurse was helping the end-user into the shower. When she sat down the leg snapped off at the seat causing the end-user to fall. She hit her side and her head causing unknown injuries which has extended her time of needing round the clock care by nurses.